Event description:
It was reported that the patient¿s therapy is decreasing on its own resulting in ineffective therapy. Impedance check revealed high impedances and positional impedances on the l5 lead. Reprogramming was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reportedly, therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2025 to address the issue. During the procedure the physician was unable to explanted the reported l5 lead. Hence, the lead was left implanted and a new lead was implanted l4 to address the issue.